Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Additional code img g02005 is applicable for medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that console had mute port damaged. One pi box had something loose, if move or bumped at all, there is a lot of interference and another pi box's battery was not charging. There was no patient impact.

Manufacturer narrative:
H3: product analysis for nim4cm01 verified customer issue regarding muting port damage. Additionally, observed power management board and carrier board failures. Upgraded sw v1.1.1. Ssd card to v1.5.4 ssd card and updated unit to sw 1.6.4. Analysis for product ID: nim4cpb1, serial number: (B)(6) confirmed customer issue regarding if moved bumped at all, there is a lot of interference. Unit came in with afe board failure. Replaced defective components. V1.5.4 sw. Updated sw v1.6.4 v h6: previously submitted codes fdm b21, fdr c21 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.